Manufacturer narrative:
The device was received blocked with tissue. It is likely the flame was due to activating the hand piece on metal while the tip of the hand pieces was clogged with tissue, causing the tissue to catch fire.

Event description:
After 30 minutes of use, the hand piece was removed from the patient and activated against metal causing a flame that burned the tip of the cannula.